Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving unknown medication(s) at unknown dose/concentrations via an implantable pump for non-malignant pain. It was reported the patient didn't know if someone "swapped out his pump" or what was going on. What is in him he didn't think it was in him. The patient wanted to know if the device manufacturer had gps on the pump to track it. The patient thought "someone out here is putting some kind of drone kit in people". The patient didn't think he was ever implanted with the pump. When asked what symptoms the patient was experiencing, "a lot is going on" was reported. Specific symptoms weren't provided. The patient didn't currently have a healthcare provider (hcp). They previously saw a hcp but didn't see them anymore. It was also reported the patient never had the pump filled. When asked why, it was reported he just hadn't been back. The patient planned on calling his hcp. Further follow-up was conducted with the patient's implanting hcp regarding the event. It was confirmed the patient was implanted with a pump on (B)(6) 2015, and the hcp did/do not implant this patient or any other patients with drone kits. The patient came in one time after that to have it adjusted. It was noted the pump might be beeping because it's empty, but other than that they "just put a regulator implant in with medication". They hadn't filled it since then. It was also reported the patient had been explanted, but the hcp's office didn't have the patient's chart since he was no longer a patient at their office. No additional information was reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.